Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, which resulted in pacing inhibition. The patient did not experience asystole. In addition, high out-of-range shock impedance were observed. It was determined the rv lead was fractured. Subsequently, a revision procedure occurred. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.